Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The result from the meter was 3.7 inr. The result from a meter at the hospital was 3.0 inr. The result from a venous sample was 2.8 inr. The laboratory method was requested but was not known. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The customer was not being treated for lupus or antiphospholipid antibodies. The suspect meter and strips were requested to be returned for investigation.

Manufacturer narrative:
The customer returned the meter and strips for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor #1: retention meter and master lot strips: 2.4 inr, customer meter and customer strips: 2.4 inr . Donor #2: retention meter and master lot strips: 2.6 inr, customer meter and customer strips: 2.6 inr . The maximum difference between measurements with the same blood sample was 0%. Returned customer material and retention material comply with the specification. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.